Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the above acetabular insert and head were removed from a dual geometry acetabular shell and an omniflex hip stem due to eccentric wear of the insert. A 32mm series ii 10deg 54mm insert, cat# 2041c-3254 (lot 31687601) and a 32mm +0 c-taper head, cat# 06-3200 (lot mjd7pl) were then implanted. The original surgery was done sometime around 1994 and the op report and implant records have been destroyed, thus catalog numbers and lot codes are not readily available."